Event description:
Patient referred for coronary artery bypass graft after diagnostic cath revealed multi vessel disease. Patient refused coronary artery bypass surgery and a planned staged high-risk pci of ostial circumflex, ostial left main and lad. There was successful drug-eluting stent placement, ostium circumflex artery with a synergy 3.5/20 mm stent kissing stents within circumflex artery and lad with a synergy 3.0/16 mm stent, successful drug-eluting stent placement ostium left main with a synergy 3.5/8 mm stent reducing the stenosis from 70% to 0%. Intravascular ultrasound post-stenting demonstrated deployment of the lad stent and deployment of the ostial left main stent. While withdrawing the intravascular ultrasound catheter prowater wire became entrapped and during pullback of the device it became entrapped with the ostial left main stent and could not be freed. The wire was then fractured and removed and high-pressure inflations in the ostium of the left main artery crush the wire into the left main stent. In the process of attempting to free the wire circumflex artery stent and appeared compressed ostium of the circ was pre-dilated and kissing balloons were then performed with the lad circumflex artery stents. A perforated and a distal left main dissection was noted, and a synergy 4.016 mm stent was deployed at 18 atmospheres. Dissection was treated; however, the perforation worsened and the patient subsequently became hypotensive consistent with pericardia tamponade, with cardiac arrest requiring ongoing CPR. Extracorporeal membrane oxygenation was elected due to cardiopulmonary collapse. Ultimately was taken emergently to cvor. Patient went for emergent repair of the dissection and CABG.